Event description:
The event involves a patient who underwent laparoscopic gastric bypass surgery. During the surgery, the stapler was loaded and placed in the patient. The surgeon gave the command to open and the nurse pressed open on the remote, the machine read "anvil opening." It did not read "fully open." The nurse pressed the open button again, and again it did not fully open. The surgeon asked the nurse to close the anvil, and she pressed close but the machine did not follow the commands. The anvil did not move at all. The machine was turned off, the digital loading unit was replaced, and it worked properly without incident.